Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the patient had their catheter revised on (B)(6) 2019. The healthcare professional (hcp) was unable to aspirate after they disconnected the catheter from the pump. The issue was resolved and the patient's weight was unknown. The hospital disposed of the catheter. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: 2019-05-06, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 09-jan-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative (rep) regarding a patient receiving intrathecal unknown baclofen (concentration and dose unknown) via an implanted pump for intractable spasticity. It was reported on 2019-oct-07 the rep was called to go to a dye study for the patient. The patient told the rep that she was getting the dye study because she felt like she was not getting drug anymore. It was noted this started recently. The radiologist was unable to aspirate the catheter so they did not proceed with the dye study. The managing physician was being informed and was planning the next steps, one being a possible catheter revision. The issue was diagnosed via cap aspiration. Troubleshooting could not be performed due to lack of access to the product. Patient symptoms were not reported. The event date was 2019 (rep did not know when the patient started experiencing this). No further complications were reported/anticipated or expected.